Event description:
On 4/25/97 oec medical systems inc was notified that an oce model 9600 was producing higher than normal dose output. During applications training of hospital personnel system intermittentally displayed error messages warning of this condition. Field service engineer diagnosed system and confirmed higher than normal dose output. Fse removed and replaced failed parts, tested/inspected and returned system to current specifications. Hospital reported no adverse event, death, or serious injury.